Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the followings in the evaluation of the subject device: smear like rust around the entrance of the instrument channel outlet; smear in the instrument channel outlet (within 20 mm from the entrance); whitish foreign materials inside of the instrument channel. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the subject device. 1st: the instrument channel of the subject device tested positive for klebsiella pneumoniae. 2nd: the instrument channel of the subject device tested positive for klebsiella pneumoniae. The user facility did not provide about the number of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4/3 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the followings and it was judged that the subject device needed repairing. Insufficient angulation range for specification. Missing part of the glue on the bending rubber. Kinks in the boot. Scratches of the connecting tube for image guide. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".